Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Falling off in mouth - oral-b [device breakage]. Toothbrush head is loose - oral-b [device connection issue]. [Metal part that goes into the brush heads] it's flat par turns round as it goes into handle / the back side has no little divot - oral-b [device physical property issue]. Case narrative: consumer via chatbot reported that the oral-b toothbrush head was loose and kept falling off of their oral-b toothbrush handle, type 3756 in their mouth. The metal part that went into the toothbrush heads on their oral-b toothbrush handle was flat par turned round as it went into the handle and had no divot on the back side. No injury was reported.